Manufacturer narrative:
Since this event involved three medical devices, three mdrs are being submitted. This MDR is for the first medical device. Mdrs 3005174370-2016-00049 and 9611385-2016-00005 are for the second and third medical device, respectively.

Event description:
On (B)(6) 2016, a dental professional reported that patients with a 3m espe lava ultimate cad/cam restorative for cerec crowns (2914a2-lt and 2914a3-lt) secured with relyx unicem 2 automix required tooth extraction. Additional information regarding the number of patients impacted and details on the cases have been requested; to date, no further information is available.